Manufacturer narrative:
(B)(4). The device was manufactured september 12, 2012 to september 13, 2012. Evaluation summary: baxter received the unit for evaluation. A visual inspection identified that the fill port cap was missing. Since the device was received out of its original packaging, it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was missing its blue winged cap. There was no patient involvement as this was identified before patient use. No additional information is available.